Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many devices presented needle pull off from suture during this single procedure being reported? 2 foils did the pull off occurred during use on the patient or upon handling before use on the patient? Before use on the patient how was case completed? Used another foil any adverse patient consequences and what medical/surgical intervention was performed to manage them? No patient condition? Unknown h3 investigational summary: complaint sample: 1 unit of actual complaint sample foil along with zipper tray, lid, suture pieces and needle received for investigation for code vp2347 lot t9088. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. Received complaint sample was visually inspected against mentioned voc performance-pull off suture needle pre-op but same was not evident in complaint sample. Suture was observed in disintegrated condition. The foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at the top label side as well as on bottom cavity side of the packs were observed. Received needle was found satisfactory. The detected detachment of suture/breakage of suture issue may have been observed due to ingress of humidity through the observed pinholes. The observed pin holes might have generated during improper storage and handling of the product. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code vp2347 lot t9088. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2347 and lot t9088 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle pre-op, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 5.408 kgf and value at release was found to be 4.275 kgf which meets the average usp requirement i.e. Nlt 1.800 kgf. All the individual as well as average needle pull test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2347 lot t9088. No other event was reported for same description from other parts of country. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m

Event description:
It was reported from the analysis of the returned product that suture degradation was observed. It was reported that in preparation of the unknown procedure on (B)(6) 2021, the needle came off from the suture when taking from the foil. There were no patient consequences reported. Additional information was requested.